Event description:
It was reported that a spectrum infusion pump had a door latch error. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The evan confirmed but did not reproduce the reported door latch error. Eval found cracks in the threaded insert boss of the front case, creating separation results in excess force required to secure the door and caused the reported symptom. The front case assembly was replaced to correct this condition.